Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 38mg/dl. The customer's most current level was 246mg/dl. The customer treated the low with juice and glucose tablets. The customer was assisted with checking setting and alarms. The customer declined to troubleshoot for low levels. The customer was advised to call back if issues persist.